Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager found no problems with the system and performed a successful system verification to product specifications. A log file review was not possible because the surgeon did not provide a date for this pt's surgery. Clinical findings were limited to a surgeon's communication indicating a pre operative cylinder of 2.75 x 059 and a post operative cylinder of 1.50 x 150. Further communication with the surgeon indicated that his statement about a cylinder overcorrection was premature as it was temporary in nature and it did not represent any harm or injury to the pt. No add'l clinical/pt data was provided. This complaint was originally reported as an overcorrection, however, based on the limited info provided by the surgeon, it is more appropriately classified as induced astigmatism. Induced astigmatism refers to the presence of postoperative astigmatism greater than the amount present preoperatively or now present in the opposite axis. The severity of the astigmatism is determined by the magnitude of the induced cylinder as reported in the investigation. In this case it was determined to be marginal. The refractive support manager visited the site and informed the surgeon about an intermittent air flow over the operating field and advised him to control it. Corneal dehydration may occur as a result from the exposure to this airflow, thereby contributing to a potential overcorrection. The initial e-mail from the surgeon indicated the presence of dry eye in some of the pts he was reporting but was not pt specific. Dry eye may interfere with the ability to properly measure the refractive error due to a compromised tear film and inflammation, contributing to variations in refractions and or visual acuity. References: overcorrection, the ophthalmic news & education network, bcsc snippet. Variables affecting refractive outcome following lasik for myopia, feltham et al, eye journal, clinical study may 2007. Complications of lasik, mittanamalli et al, indian jour of oph, vol. 50:4, 2002. "Refractive surgery nightmares", fahmy, hardten 1st edition 2007, chap. 35. Chronic dry eye and regression after laser in situ keratomileusis for myopia, albietz et at, j cat ref surg vol 30:3, 2. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the overcorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: overcorrection of cylinder. A surgeon reports a pt that experienced an overcorrection of the cylinder following refractive surgery. During a follow-up call with the surgeon, the surgeon stated he was premature in his assessment of cylinder overcorrection and feels it is temporary in nature, the pt has not suffered any harm or injury. The surgeon declined to provide pt records. No other info has been provided.